Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist reviewed the instrument data and recommended that the customer replace reagent probe 4. A siemens headquarters support center (hsc) specialist reviewed the instrument data, which indicated that inadequate sample volume was aspirated for the initial run of a sample. The cause of discordant, falsely low ca result was sample specific. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained for one patient sample on a dimension vista 1500 instrument. It is unknown if the falsely low result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher than the initial result. The sample was repeated again on an alternate dimension vista instrument, also resulting higher than the initial result. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.